Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) error c-33 was identified. The tse confirmed that error 25913 c-33 was confirmed on the erbe generator. The customer restarted the erbe; however, the issue persisted. The customer confirmed to use third party generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.